Manufacturer narrative:
The technician replaced the communications cable to repair the bed.

Event description:
Info received indicates a nurse call cannot be placed due to loose pins on the communication cable connector.